Event description:
The reporter stated that an electrode plate came loose from an adult paddle assembly while the user was performing a daily inspection and test. No adverse effects to anyone were reported as a result of the device use.

Manufacturer narrative:
Medtronic replaced the adult paddle electrode assemblies. Process changes to increase amount of adhesive to the electrode plate have been implemented.